Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 05/10/2017 with the following findings: review of the alarm history revealed frequent low battery warnings recorded. The pump¿s electrical current draws were evaluated and found to be within specifications. Investigation did not duplicate the complaint. Unrelated to the original complaint, the battery compartment was noted to be cracked. (B)(4).

Manufacturer narrative:
The device has been returned to animas for evaluation. An evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a power (battery life) issue. This complaint is being reported because the issue may result in a long-term cessation of insulin delivery if the user is unable to resolve the alarm. There was no indication that the product caused or contributed to an adverse event.